Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain; lower abdominal') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for prevent pregnancy: nuvaring from 2005 to 2006. Concurrent conditions included hashimoto's disease since 2009 and leukopenia. Concomitant products included thyroid (armour thyroid) since 2009. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menstruation irregular ("irregular periods"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and urinary incontinence ("bladder or urinary problems or changes :incontinence"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced arthralgia ("joint pain"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, anxiety, dyspareunia, fatigue, alopecia, pelvic pain and abdominal pain had resolved, the vaginal haemorrhage, menstruation irregular and urinary incontinence outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, dyspareunia, fatigue, menorrhagia, menstruation irregular, pelvic pain, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date- (B)(6) 2011. There were 3 coils on the left and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records; loss or hair, menorrhagia , dyspareunia, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events pelvic pain & abdominal pain were added. Event outcome for dyspareunia, menorrhagia, fatigue, hair loss, irregular menstruation & arthralgia were added. Product. Patient & reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain; lower abdominal') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Previously administered products included for prevent pregnancy: nuvaring from 2005 to 2006. Concurrent conditions included hashimoto's disease since 2009 and leukopenia. Concomitant products included thyroid (armour thyroid) since 2009. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menstruation irregular ("irregular periods"). In october 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and incontinence ("bladder or urinary problems or changes :incontinence"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower and anxiety had resolved, the vaginal haemorrhage, menorrhagia, menstruation irregular and incontinence outcome was unknown and the dyspareunia, fatigue, alopecia and arthralgia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, dyspareunia, fatigue, incontinence, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date (B)(6) 2011. There were 3 coils on the left and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records; loss or hair, menorrhagia , dyspareunia, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs +mr received. Injury event was removed. New events added: lower abdominal pain, abnormal bleeding (vaginal), menorrhagia, anxiety, incontinence, dyspareunia, fatigue, hair loss, irregular periods, joint pain. Outcome of the events lower abdominal pain, anxiety were updated to recovered/resolved and fatigue, hair loss, joint pain, dyspareunia,were updated to recovering/resolving. Concomitant drugs, concomitant conditions, reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.